Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device presented with a system error. It was also noted that an overheating message was found in the event log, the power supply fan was not spinning, and the device failed power supply-related functional testing. It was further noted that the keyboard latch was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer presented with a black screen, stating "unplug [radiofrequency] head; turn programmer off then on." After turning the programmer off then on, a blue screen appeared. The problem was thought to have been caused by a certain file. The programmer has been returned to service. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.